Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture. During the procedure, one of the balloons ruptured in the vertebral body. The ibt (inflatable bone tamp) on the distal tip of the inner catheter would not free from the bone, stretched and then broke off, leaving a portion of the ibt and both radiopaque markers in the vertebral body. Using a biopsy needle, the physician was able to retrieve one of the markers and part of the ibt. The second marker, and possibly more of the ibt was cemented into the vertebral body. Pressure never exceeded 400 psi. It appeared that the balloon broke in half resulting in an upside down umbrella effect which made it impossible to pull back up through the express canula and/or the pedicle. No other complications were reported.